Event description:
A urological catheter caught fire while being used for retraction during a tonsillectomy procedure. Cautery was being used in an oxygen-enriched environment for tonsillectomy and catheter was being used for retraction. There was a flame during the procedure. Cautery tip and catheter were both charred and pt sustained burns to oral cavity.